Event description:
The dexcom g7 has had significant quality issues with their sensors. Inaccurate glucose numbers, sensors not pairing etc. Replacement units don't come in a reasonable amount of time. Their customer service technical line which operates 24x7 has waiting times in excess of 30 minutes. Example 4/23 waiting 30 minutes to speak to a customer service rep.